Event description:
It was reported in a complaint that a driver broke during a plate removal case. It was later reported during the investigation that the plate removal was due to the patient having pain. A review of the device history record for the subject plate confirmed that there were no non-conformities associated with the plate.